Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump while connected to a computer usb port. Customer's blood glucose ranged from 162-163 mg/dl.